Event description:
It was reported that the customer was experiencing unspecified difficulties while pushing on the wake button of the pump to illuminate the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.